Manufacturer narrative:
(B)(4). The device history record was reviewed revealing no unusual circumstances that may have led to the skin irritation as reported. All parameters and acceptance criteria were within the specified limits. The electrodes were impedance tested and measured within normal limits. Impedance normally gets higher when the electrodes are used due to derma and the loss of hydrogel moisture. The gel felt dry wearing nitrile gloves with little adhesive properties. If the gel loses adhesive properties the surface area of the electrode can be returned which can contribute to higher current concentration. The life of the electrode varies depending on skin conditions, skin preparation, type of stimulation, storage and climate as indicated on the instructions for use. There were no indications the electrodes were not manufactured properly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to the covidien on (B)(6) 2012 that a customer had an issue with the round electrodes. The customer reported there was a 1 cm circular lesion on the left lumbar and it appeared to have 2 blood blisters with a 2 cm lunar opening around it. These electrodes were used nine times on this pt every time, and stored on the liner in the provided bag. Four electrodes were placed 8 inches apart on the pt's back. An interferential unit was used, for 15 minutes set at 56 to start then 46. The pt was prescribed bacitracin.